Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. UDI= (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, when they were deploying the last couple of bands, the bands failed to deploy as the string was tangled around the bands and the bands were tangled. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Only the ligator head was returned for analysis. A visual examination of the returned component found that all bands were present but the white band and one blue band was broken and was caught under the other bands. The ligator head teeth were found to be damaged. It was noted that the suture was broken. Based on the evaluation of the returned device, it is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, when they were deploying the last couple of bands, the bands failed to deploy as the string was tangled around the bands and the bands were tangled. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.